Manufacturer narrative:
Product event summary: the pscc100 pulseselect¿ pulsed field ablation loop catheter with lot 0012825368 was returned and analyzed. No anomalies were identified during visual inspection of the array and shaft segments. During visual inspection of the handle segment, the shaft was observed to be broken at the distal end of the handle. The printed circuit board assembly (pcba) chip was reprogrammed for functional testing. The catheter passed performance functional testing with the generator; therapy deliveries were completed with no system errors generated. No performance issues were identified. Deflection testing (rotating the steering knob clockwise and counter-clockwise) was performed and the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. Despite attempts to soften the guidewire lumen with disinfectant to dilute potential dried blood, the slide control function remained stiff, limiting its full range of motion. Electrical continuity testing did not reveal any anomalies. During inspection of the shaft segment, entangled electrode wires and a guidewire lumen kink were observed. In conclusion, the catheter did not pass the returned product inspection due to a kinked guidewire lumen and tangled electrode wires. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, the slider became stuck and there was difficulty retracting the catheter into the sheath. The catheter was replaced, and this resolved the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.